Manufacturer narrative:
Additional information: it was later clarified that resistance was encountered when inserting the guidewire through the tip of the spyral catheter, before inserting the spyral inside the patient's artery. Necessary force was used to get the guide to enter through the tip of the spyral catheter. The spyral had a defect on the tip from the insertion of the guidewire and therefore, once an attempt was made to retract the guidewire inside the patient, the guidewire could not be pulled out of the tip, and could not retract. Resistance was found when an attempt was made to retract the guidewire so that the electrodes adhered to the vessel walls. The device did not detach into separate pieces. The device was inserted inside the artery on the guidewire. The device was inspected on opening before use. Resistance was not found when advancing the device in the vessel. The device was not bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a renal denervation procedure, one symplicity spyral catheter detached, cracked or fractured during adva ncement through the guide catheter. The break/fracture occurred at the tip of the device. The device exited the tip of the guide catheter. The right renal artery being treated was moderately tortuous and non-calcified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device returned with no damage observed to the pins. However, deformation was observed to the tip of the device. The distal tip of the device was flattened. Due to the flattening of the distal tip of the device, it was not possible to load an in-house guidewire through the tip of the device. Additional information: initial reporter's full name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: as some resistance was encountered it took more time and more force was expended to get the guide inside the tip of the spyral. The guide was inserted inside the patient into a branch on the renal artery and the spyral was advanced. The two systems were pulled back together and both were removed. There were no issues or kinks noted with the guidewire before use. The guidewire was opened specifically to be inserted into the spyral. The same guidewire was used with the replacement device. Initial reporter name provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex b - annex c - annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.